Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the lfs meter give a message stating it did not work with two vials of test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.